Event description:
Dental assistant reported that approximately three years post restoration surgical intervention performed to remove granulation tissue and reduce level of soft tissue. Patient is reportedly fine.